Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan (lfs) alleging the onetouch ultralink meter prompted a 'problem with meter or battery' message. The message began on (B)(6) 2012 in the afternoon. The patient continued to manage her diabetes with the insulin pump. Two days after the onset of the alleged error message, the patient reportedly had symptoms described as 'hands shaking, disoriented, weak, headache, tired, and lethargic.' The patient was able to administered self treatment with food/drink. The reported issue was resolved with training. This complaint is being reported because the patient had symptoms suggestive of hypoglycemia 2 days after the subject meter prompted the reported error message.

Manufacturer narrative:
Follow-up # 1 (10/03/2012)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. The meter was found to function properly. The primary complaint was not confirmed. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.